Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address patella loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'vd 09/13/2016 - clinical der states patient was revised to address patella loosening at the cement/implant interface. There is no new information that would change the current MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/12/2016: the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address patient was also revised to address increasing pain. Upon revision the medial aspect of the tibial tray was broken and grossly loose. There was severe backside wear of the poly insert and the tibial component was thin medially and cracked and there was a large osteolytic lesion involving the entire medial tibial plateau. The femoral component was not loose but there was significant separation anteriorly. The patellar component was checked and there was moderate wear. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.